Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that before use in a hospital ward the needle with the shield was separated from the barrel when the shield was removed. Photo images were provided by the patient at the time of submission to help aid in the product complaint. Based on the photo sample this submission addresses the foreign matter observed in the image.

Manufacturer narrative:
H6: investigation summary: customer returned images of a 0.3ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. A fiber, hair or other material was also visible on the separated needle side of the hub. However, this material could not be identified using the images provided. It is not known when the material was first present at the hub. Due to the batch being unknown, no DHR review can be completed. Based on the images received, bd was unable to confirm the customer¿s indicated failure of foreign matter on the syringe. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that before use in a hospital ward the needle with the shield was separated from the barrel when the shield was removed. Photo images were provided by the patient at the time of submission to help aid in the product complaint. Based on the photo sample this submission addresses the foreign matter observed in the image.